Event description:
It was reported that this implantable pacemaker recorded an alert for atrial intrinsic amplitude out of range. It was observed that the patient is exhibiting true atrial tachycardia, however, the device is marking far-field oversensing and labelling it as atrial flutter. There was no impact on the patient rhythm. The device remains in service. No adverse patient effects were reported.